Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 523 mg/dl; cause was unknown. Reportedly, the customer changed infusion set and cartridge, then delivered a correction injection to address bg. A system check was performed and it was found that the customer was using the cartridge beyond labeling. Tandem technical support educated the customer on the labeling timeline. Recommendation was made to consult with a healthcare provider regarding diabetes management.